Event description:
Several reports were found in the web that do not correspond to the correct reports done in ris. The reports in web can be viewed by the physician but he/she may be reading a report from another patient.

Manufacturer narrative:
There was no reported patient injury associated with this event. A follow-up report will be filed when additional information becomes available.